Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states a patient was treated for peritoneal dialysis therapy with an unknown tenchkhoff catheter. On unreported date, patient's external cuff was extruded which lead to peritonitis. The nurse was not sure if the event of peritonitis was due to contamination. On (B)(6) 2013 the patient experienced peritonitis. On (B)(6) 2013, the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date, peritoneal effluent culture was performed and the result was positive for staphylococcus aureus.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.